Event description:
Patient was successfully implanted with a gore viabahn® endoprosthesis on (B)(6) 2014 for a popliteal aneurysm. It was reported there was good run off. On (B)(6) 2014 patient presented with occluded viabahns. Both devices were declotted by tpa infusion and patient is reported to be doing well.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Based upon the available information, gore is unable to determine the exact cause of this event. All information has been placed on file for use in tracking and trending.